Manufacturer narrative:
The investigation determined that two non-reproducible, unexpected amon results were obtained from a quality control fluid when using a vitros 5600 integrated system. The assignable cause of this event was instrument related, and potential incubator contamination. An ortho field engineer completed service actions, including incubator decontamination procedures, and returned the instrument to expected operation. Following this activity, acceptable vitros amon performance was observed.

Event description:
A customer reported 2 non-reproducible, unexpected amon results were obtained on a quality control fluid processed using a vitros 5600 integrated system. Amon results = 132.8 and 241.5 umol/l vs. Expected 175.4 umol/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action, should they occur undetected on patient samples. The customer made no allegation that amon patient results were affected. There was no allegation of patient harm. (B)(4).